Manufacturer narrative:
On 27 september 2017 the cleaning and packaging manager performed a visual inspection of the retrieved packaging and commented as follows: it could be confirmed that the packaging was compromised, the rod perforated the peel pouch probably during transportation or storage. Considering the rod design and length, if it is not carefully managed, it can be involved in packaging breakage. The most probable root cause is due to the interaction of the following factors: - the material of the pouch, opa/pe. - the folding of the pouch. - lot specific handling damage during packaging and/or sterilization. Specifically, it is possible that there was lot specific damage during the packaging production process and/or sterilization process, as the packaging configuration (opa/pe pouches and pouch folding) has been validated for shipping under normal operating conditions. A project has been opened to create a more resistant packaging configuration, inserting two plug at the rod extremities composed as follow: -1 in tpu on the rod tips; -1 mousse plug on the tpu plugs; furthermore the opa/pe pouches will be substituted with a more resistant polyethylene sachet. Batch review performed on 02 october 2017. (B)(4).

Event description:
The internal packaging was damaged, therefore the sterility of the product was compromised. The surgeon used other rods to complete the surgery successfully.